Event description:
Meter name: one touch basic original. Strip name: one touch strips. Meter code: 6. Strip code: 6. Strip storage: properly. Symptoms: none. A pt reported they were hospitalized. Their meter allegedly was inaccurately low erratic. The results on their meter were 299mg/dl, 42 mg/dl, 104mg/dl, 103mg/dl. The result on the ER meter was unknown. The time difference between pt's meter and ER meter was unknown. No treatment. No further info has been reported.